Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from august 25, 2021 - august 26, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid remained in the bladder suggesting an underinfuion may have occurred. However, due to the nature of the returned sample, no further testing could be performed. Therefore, the cause of the condition could be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse during a patient infusion. Due to the event, the patient attended the emergency department (ed) for a ¿stat dose¿ of medication. The device had been connected to the patient at 1145 hours and was disconnected on the same date at 1900 hours in the ed when it was noted that the medication ¿had not gone through at all¿. The device had been filled with flucloxacillin 8000mg in sodium chloride 0.9%, 240ml. The customer reported the temperature at patient's home during infusion was room temperature and an IV (intravenous) line extension was used during infusion with a ¿4fr gauge¿ size of catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.